Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2019. If explanted, give date: not applicable, as the lens remains implanted.  Phone: (B)(6). (B)(4). Device evaluation: the complaint sample was not returned to the manufacturing site (the lens remains implanted); therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed that no other complaints have been received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the patient started to have visual symptoms at the first post-op exam, about a week after the left eye was implanted with an intraocular lens (iol). The symptoms reproduced after implant of an iol in the right eye (od). There were no surgical complications both pre-op and post-operative. Patient was implanted with a model zct225 lens in the right eye, and a model zcb00 model lens in the left eye. Patient had perfect central vision, but experienced a loss of peripheral vision, and photophobia with tearing. These symptoms were noticed more when driving a car which resulted in the need to wear sunglasses, even at night, but that only improves the photophobia. Visual acuity post-op is reported as right eye 0.75 x 165 20/20 and left eye 0.50 20/20. It was not possible to see the lens position with biomicroscopy or by opd-scan, because the pupil does not give enough dilation. Cvc and retina mapping were done, and results were all normal. Doctor thought about correcting the residual astigmatism in the right eye, but as the patient reports excellent central vision and the problem is bilateral, he was however, unsure it would work. Additional information received from follow up states that patient was feeling a strange sensation like something bothering in the side of the eye after the surgeries. Although patient could see perfectly, generated tears blurred the view. The patient could see perfectly straight ahead with both eyes, but with peripheral haze. Tests were done and results were normal. The doctors said there was no problem related to surgery, but the situation persisted and made it very difficult driving, especially at night. When wearing the glasses, the patient noted whether it's sunny or close to normal, the sensation diminishes immediately. It seems the area that fogs up coincides with the frame (rim) of the glasses. The patient underwent a procedure for retinal detachment in the right eye on (B)(6) 2020. The surgery went well, but the eyes went back to the previous situation. No further information was provided. This report is for patient¿s right eye. A separate report is being submitted to capture the issues related to the left eye of the patient.